Manufacturer narrative:
The device has been received. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
(B)(4) it was reported that a male patient underwent an atrial fibrillation (afib) procedure with a navistar thermocool electrophysiology catheter and developed a cardiac tamponade which required pericardiocentesis. The bwi failure analysis lab (fal) has completed its investigation on the complaint device. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event description, the catheter was tested for electrical performance, temperature response, and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. Finally, the catheter was also evaluated for functionality with carto 3. The catheter failed during a biosensor functionality test. Further examination showed that the sensor was within specifications, however, according to the calibration results and the sensor readings, the improper condition was attributed to a potential pc board failure. The root cause of the tamponade remains unknown, however, the IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. An internal corrective action has been opened to address a potential pcb issue/intermittency. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: unk. (B)(4). The product has not been returned. The product investigation is pending.

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) procedure with a navistar® thermocool® electrophysiology catheter and developed a cardiac tamponade which required pericardiocentesis. The patient fully recovered with no residual effects. The physician did not provide a causality opinion for the cause of this adverse event. There is no claim of device malfunction. This adverse event is considered to be serious and MDR reportable.